Manufacturer narrative:
(B)(4): d10: item # 115394, comp rvs cntrl 6.5x20mm st/rst, lot # 67015756. Item # 180552, comp lk scr 3.5hex 4.75x25 st, lot # 67299910. Item # 110032420, comp aug mini bsplt w tpr md, lot # 67016829. Item # 115313, comp rvsr shldr glnsp +3 36mm, lot # j7912269. Item # 113632, comp primary stem 12mm mini, lot # 65559371. Item # 110031403, mini tray +5mm cocr +3 offset, lot # 66058388. Item # 110031425, cr vivacit-e 36mm brng +3, lot # 66874216. Item # 405889, comp rvs 2.7mm dia drl, lot # 67133741. Item # 405800, comp. Rev shldr 9 in steinmann, lot # 66875013. Item # 406669, stn pn thd tip .125x2.5in 2pk, lot # 65922885. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent a primary reverse shoulder procedure. Subsequently, approximately 5 months and 19 days post implantation the patient was presenting with a painful shoulder and an x-ray and CT scan showed glenoid component migration. It was noted that the patient had prior neurologic pathology and poor bone quality. The patient plans to be revised where the glenoid components will be removed while discussing further options. Attempts have been made and additional information on the reported event is unavailable at this time.